Manufacturer narrative:
Summary memo of evaluation (B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months and 27 days after implantation. The patient has history of bruxism and hypertension. The doctor noted periodontal disease during explantation. The patient has recovered without complications.